Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 ng/ml on a pt in the ER. The customer used two different lots in the ER and lab. I-stat: time: unk, result: 0.11, lot#: t11124, location: ER (first sample. Time: 1615, result: 0.03, lot# t11160, location: lab (second sample). Rerun on (B)(6) 2011 of first sample is 0.04 negative. Rerun on (B)(6) 2011 of second sample is 0.09 negative. Lot# t11160, exp date: 12/28/2011, MFR date: 06/2011. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s food & drug administration.